Event description:
Customer's mother reported her son's insulin pump has a blank display. Customer's blood glucose is 140 mg/dl. The device has no physical damage. It was not dropped or exposed to moisture. The battery compartment and spring is not damaged or corroded. Customer removed the battery for ten minutes, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with constant error follow by another error alarm due to isolated issue to the motherboard. No blank display, unable to verify currents or button/keypad due to the constant error alarm anomaly. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.